Event description:
During mid-procedure the minerva hand piece had an error. The minerva hand piece was switched to another one to finish case. There was no harm to the patient. Talked to the rep and he said the code they got meant there was a hole in the balloon.